Manufacturer narrative:
D9: date returned to mfg 3/11/2024. One sample was received for evaluation. Visual inspection revealed no discrepancies. Functional testing was performed and no discrepancies were found. The reported issue was not confirmed. No lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the disposable exhibited a significant leak of product at the cassette level as well as an air entry into the tubing. Per reporter the infusion was stopped, and the disposable was changed. No clinical consequences for the patient. Per reporter the patient had a patient-controlled analgesia (pca) pump of morphine.